Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No unexpected no delivery alarm noted. The device had scratched reservoir tube window and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.